Event description:
Powder residue found in nasal cannula tubing. Pt reported she has a powder like taste in her mouth. Tubing was immediately replaced. Pt reports some wheezing but unable to state if worse than her baseline with her copd. Employee upper respiratory irritation. Diagnosis or reason for use: copd.